Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -7.50/1.0/093 (sphere/cylinder/axis) was implanted into the right eye (od) on (B)(6) 2019. Refractive change over time was observed. The cause of the event is unknown. The problem was not resolved.